Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and tested the system to see if there was any drift, the fse noticed that when clutching universal surgical manipulators (usms) 3 and 4, the arms would drift in the original spot. The fse moved the robot then clutched in a different location and did not have the arms drifting. The fse proceeded with the surgeon side console (ssc) to see if there was any drift on the master tool manipulator (mtm) and did not see any drift, only noticed when head was inside and sensors that the arms would drift slightly but would lock up when head was out of the console. The fse also noted that the issue was likely because the room could be slightly slanted which was causing the slight drift. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator 3 (usm3) was drifting towards the anatomy. The customer received phone assistance from the technical service engineer (tse). The tse reviewed the logs and did not find any issues with the usm3. Tse asked the customer if the surgeon had removed his hand from the master tool manipulator (mtm), and the customer confirmed that he had. The customer also stated that the drifting had just started recently but had not been an issue in previous cases. No system errors were noted in the logs, and no troubleshooting steps were completed at that time. The procedure was completing as planned with no reported injury.